Manufacturer narrative:
(B)(4). This device is not intended for sale in the us. Similar device sold in the us.

Event description:
The customer reports: needle and syringe incompatible. Needle keeps coming off the syringe when you put the needle into the skin.

Event description:
The customer reports: needle and syringe incompatible. Needle keeps coming off the syringe when you put the needle into the skin.

Manufacturer narrative:
(B)(4). The customer returned an arrow raulerson syringe (ars), an introducer needle and a catheter-over-needle assembly for evaluation. Evidence of use was observed on each of the components. Visual examination of the components did not reveal any defects or anomalies. The hub of each of the needles fits snug on the nose of the ars syringe. The hub of the introducer needle was connected to the ars syringe. The needle was submerged in water, and aspiration was replicated. The plunger was then depressed and water exited the bevel of the needle. No leaks were detected during aspiration or purging of the water. This test was repeated with the needle from the catheter-over-needle and the same results were observed. The connection between the syringe and the needles was compared with another ars syringe and needle from lab inventory. The returned ars syringe was tested with a lab inventory needle, and the returned needles were tested with a lab inventory ars syringe. No differences were detected. A device history record review was performed and no relevant findings were identified. The customer report of an insecure ars syringe/needle connection could not be confirmed by complaint investigation. No anomalies were identified. The returned syringe and returned needles (introducer and catheter-over-needle) were able to aspirate and purge water with no leaks being detected. The connection between the needles and the syringe was also compared to another syringe and needle from lab inventory and no differences were detected. No problem was found with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.